Event description:
A user facility returned the olympus asset, colonovideoscope to the olympus service center. Upon inspection and testing of the returned device, foreign material was found in the scope secondary water supply channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no user issue reported by customer. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, curved rubber adhesive part cracked, bending angle insufficient due to elongation of the angle wire, play angle knob out of the normal state due to extension of the angle wire, black scratches image, dirt found on the secondary water outlet, dirt on illuminating lens that was difficult to remove due to handling, scratches on insertion part serpentine, dirt on objective lens that was difficult to remove due to handling, image cloudy due to dirt on the objective lens, scratches on the operation part, dirt on operation part that¿s difficult to remove due to handling, tip cover scratched, scratch on the ring for hardness adjustment, switch 1, 2, and 3 scratched, scratches on switch box, scratches on operation part cover, scratches on up/down knob, scratches on the up/down angle fixing lever, scratches on right/left knob, scratches on grip, forceps stopper scraped, scratches on universal code, scratches found on scope connector side of the universal cord, scope connector scratched, dirt on scope connector difficult to remove due to handling, scratches found on scope connector jumpsuit case, scratches on the right/left angle fixing knob, paint on air/water supply cylinder peeled off, and paint on the suction cylinder is peeled off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to incorrect or insufficient reprocessing or handling may have caused the defect. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.